Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported by clinicians at the hospital: "leaking from ett tubes. It is taking a lot to fill the balloon, then the leaking issue arises.". Additional information from clinicians: the patient had low tidal volumes and spo2. It is unknown if the patient desaturated because of the defect. The tube was exchanged, and patient was reintubated. The patient's current condition is deceased. Cause of death was reported as pna, ards, hypoxic respiratory failure. Death occurred 3 days after the reported defect was discovered. The patients underlying history: esophageal ca.